Manufacturer narrative:
The returned device was tested and found to operate normally. The power output was in specifications.

Event description:
Patient reported to a rhytec employee in 2007 (date rhytec became aware) that they were treated with portrait psr in 2005 and claimed the procedure resulted in a 1 inch scar and pink stripping on her cheek.